Manufacturer narrative:
Correction: h4, clinical and impact codes. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. During ultrasound, the patient became hypotensive following radiofrequency ablation. A pericardial effusion was noted during the ultrasound. A pericardiocentesis was performed to stabilize the patient, the procedure was completed and the patient was transferred to the ICU in stable condition. Per the physician, the suspected cause of the event was difficult anatomy. There were no performance issues with any abbott devices.